Manufacturer narrative:
As the lot number for the device was provided, a review of the device history records is currently being performed. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. (Expiry date: 09/2023).

Event description:
It was reported that during a catheter placement procedure, the tip of the catheter was allegedly damaged during inserting the catheter over the guidewire. There was no reported patient injury.

Manufacturer narrative:
Manufacturing review: a manufacturing review was not required as this is the only complaint reported to date for this product and lot. Investigation summary: one broviac s/l catheter in two segments were returned for evaluation. Functional, tactile, gross visual and microscopic visual evaluations were performed. A compound split was noted approximately 3.1cm from the proximal end of the first catheter segment. A complete diagonal break was noted to the distal end of the first catheter segment and proximal end of the second catheter segment. The first catheter segment appeared to be have adhesive material proximal to the proximal end of the catheter. However, the investigation is inconclusive for the reported fracture issue, as the surface of the complete diagonal break on the distal end of the first catheter segment and proximal end of the second catheter segment were noted with striations throughout. A definitive root cause could not be determined based upon the available information. Labeling review: a review of product labeling documentation (e.g., procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. D4 (expiry date: 09/2023). H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during a catheter placement procedure, the tip of the catheter was allegedly damaged during inserting the catheter over the guidewire. There was no reported patient injury.